Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stryker head, zimmer cup cat#00620004822 lot#62435619, zimmer bone screw cat#00625006525 lot#62444791, zimmer bone screw cat#00625006540 lot#62412355, unknown stem. Reported event was confirmed with operative notes provided. Left hip revision op notes demonstrated that the patient was revised due to recurrent dislocations. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent initial left total hip arthroplasty. The patient subsequently underwent 2 revisions of the left hip. Approximately 3 years later the patient required closed reductions due to dislocations of the hip prosthesis. Shortly after that, the patient underwent revision of the left hip due to recurrent dislocations. All remaining zb product was removed and all stryker product was implanted.